Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported to have gone through excessive battery change and still received a blank display even after battery cap change. Customer also received a failed battery test alarm. Customer reported that battery cap and battery chamber were damaged and corroded. Customer declined troubleshooting. Customer's blood glucose was unknown. Insulin pump would be replaced.